Manufacturer narrative:
The ablation depth calibration system ( micrometer) was received and failure analysis was performed. Functional inspection of the ablation depth calibration system on the laser shows no malfunction. The measured values with test glass were stable. The vacuum button can be switched as expected. Further all functions of the measuring unit are in specifications. The problem cannot be reproduced during testing. No technical root cause was identified as the ablation depth calibration system shows no malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During technical onsite visit the field service engineer (fse) inspected the micrometer and performed system verification, no problem was found. The event could not be replicated. The root cause could not be identified conclusively as no problem was found during site visit. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported some difficulty with the micrometer indicating erratic on/off behavior. The timing of the issue is not known. Additional information is requested.